Event description:
It was reported that patient presented in hospital for rv lead revision. During the procedure, lead was found out to have high lead impedance and high threshold. Lead was capped and replaced. Patient condition was well after the event.